Manufacturer narrative:
The reported endoleak during implant was confirmed; however, the exact type and cause of the endoleak could not be determined from the limited films provided. Absence of complete pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Still angiograms during implant were seen in the returned images; however, lack of cine¿s limited the extent of the endoleak evaluation. While a type iii fabric endoleak cannot be ruled out, potentially caused by implanting/ballooning within the extensively calcified anatomy, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a pau. The proximal aortic neck diameter measured 19mm and 15mm in length. It was reported during the index procedure after the main body and 2 limbs were implanted post dilation with a balloon catheter was performed in the proximal aortic neck and distally where the main body andlimbs connected. During a control angiogram a type iiib endoleak (2mm tear on the main body stent graft) was observed with contrast reported between the stent graft and the aortic wall. Dilatation with a balloon catheter at the location of the endoleak was performed and after 60 minutes another angiogram showed a decrease of the endoleak. A CT one day post-op revealed a further decrease of the type iiib endoleak with minimum contrast filing between aortic wall and stent graft. The patient remains in hospital under observation. Per the physician the cause of the event was most likely due to very sharp calcification present on the aortic wall. No additional clinical sequelae were reported and the patient will be monitored.